Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. The customer experienced a blood glucose (bg) between 175 and a blood glucose level displayed as "high" on the continuous glucose monitor. Cause of elevated bg was unknown. Customer administered manual injections to address bg.